Manufacturer narrative:
The hill-rom tech found that fluid ingress (cleaning solution) into ucm board and ucm cable caused this failure. Abuse. He replaced the circuit boards to resolve the issue.

Event description:
Info received indicated the hi-lo function is not working.